Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 594 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The caller did not know if the basal rates were correct. Advised to check with the hcp. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.